Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that these products were used on a trial basis by the nursing home. It is further reported that the product was in use for 4 days before the incident occurred. Additional information received on (B)(6) 2014 states: "I am going to view the wounds next thursday personally. I also had left them some non adhesive foam, and was asked which side goes against the wound? This was reported to me at 3.30 pm friday (B)(6)." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: there were two patients affected; therefore, a separate FDA 3500a form has been generated to address the other case reported under patient identifier(s):(B)(6). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on july 15, 2014. (B)(4) will continue to track and monitor such complaints according to (B)(4), complaint handling and CAPA procedures.

Manufacturer narrative:
Additional information was received on june 29, 2015 confirming lot# 228219 is invalid. No additional patient/event details have been provided to date. Should additional information become available, (B)(6) a follow-up report will be submitted. Reported to the FDA on july 16, 2015.

Event description:
It is reported that patient in a nursing home with deep tunneling buttock cheek wound experienced a severe reaction described as very red raised itchy skin to the silicone adhesive on the foam dressing after first time use. The patient's medical history was significant for cardiovascular disease, hypotension and diabetes. The event was treated with returning to the previous treatment that included breast feeding cotton padding for exudates and tape to secure it. Additional information received on (B)(6) 2014 states: "further to this complaint report is now a claim of maceration when using our foams! When I asked further there was 1-2cm of space around dressing."